Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection at low, medium and high settings with passing results. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor scale factor out of specification. The force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.